Manufacturer narrative:
The reported event of failure to capture was not confirmed. The complete lead was returned in one piece. Electrical testing, visual and x-ray examinations did not find any anomalies.

Event description:
It was reported that during the procedure, the right atrial (ra) lead exhibited loss of capture. The ra lead was replaced and the procedure continued with the new lead on (B)(6) 2023. The patient was stable throughout the procedure.